Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, the first triclip xtw was implanted at mid-anterior and septal leaflets (as). A second triclip xt was implanted on the posterior and septal leaflets, with a satisfactory reduction of tr to grade 1-2 and a gradient of less than 3 mmhg. On (B)(6) 2025, approximately 72 hours post-procedure, an increase in tr was observed and a possible single leaflet device attachment (slda) of the xt clip. The clip was detached from septal leaflet. The tr was increased to grade 4+ post slda. A transesophageal echocardiogram (tee) will be performed to confirm the slda and assess the possibility of reintervention. The patient was discharged home with oral medication on (B)(6) 2025 and a date for 2nd clip intervention has not been determined.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and based on information provided a cause for the single leaflet device attachment resulting in tricuspid valve insufficiency/regurgitation cannot be determined. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Medication required was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.